Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did replicate and confirm the customer reported issue. In logs, the u-02 error was not confirmed. The iesu was tested on the system and presented error u-02 and prevented full initialization. C00 errors were also present in the logs.

Event description:
It was reported that prior to starting a da vinci-assisted procedure, the customer had contacted technical support engineer (tse) while setting up to report the erbe generator has error u-02. The tse recommended connecting a backup generator or swapping out the da vinci (dv) tower with another system, if possible. The caller located a backup generator but was unable to find the activation cable to connect it to the tower. Customer was going to try and locate the cable and may call back if they need assistance connecting it. There was no report of patient harm.

Manufacturer narrative:
The probable root cause of the error u-02 attributed to loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.